Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon applied too much force when using the set screw inserter to insert a set screw in the a viper screw and broke one side of the distal tip of the inserter (the parts that flare out when the inner rod is screwed in. The surgeon decided to try to unscrew the set screw and pull out the tip of the inserter that broke as it remained in the set screw star hole. He did so successfully and replaced it with a new set screw. Using the second set screw inserter, he proceeded to insert the set screw and performed a final lock. There was no adverse effect on the patient at all or the surgery itself (except for the 5 minute delay due to the replacement of the set screw. The surgeon was trained on the set and had used it on previous occasions. The surgeon was very pleased with the final result of this case and said that he would want to use the viper system again.